Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2008, the patient underwent an angioplasty procedure and received a xience v 2.25 x 23 mm in the distal lcx. Approx 7 months later, the patient returned to the hospital. The angiogam revealed that the distal circumflex had a tight narrowing in the proximal area to the stent; therefore, this was treated with pre-dilatation (2.75x 12mm) and a 2.5 x 15 xience stent was implanted. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that restenosis is a known possible outcome of coronary stenting procedure, and is listed in the product instructions for use as a potential adverse event. There was no note of any difficulties experienced during the index procedure or damage to the sds which could have contributed to the subsequent restenosis. A cause for the restenosis and the relationship to the xience v stent, if any, cannot be determined and there are no indications of any product deficiencies which could have contributed to the outcome of the procedure.